Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on anterior. A visual and microscopic analysis was performed which identified: smooth opening on anterior, opening crease sharp on radius, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is: a smooth opening on anterior assessed as smooth opening an opening crease sharp on radius assessed as fold flaw opening

Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.